Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to specifications. A functional testing including pressure and clear passage testing were performed; and the tubing was observed blocked inside the drip chamber. The reported problem was verified. The cause of the condition was due to excess of solvent during manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. This issues was identified during priming. There was no patient involvement. No additional information is available.